Manufacturer narrative:
See MFR: 3012307300-2018-01135; 3012307300-2018-01136; 3012307300-2018-01137; 3012307300-2018-01138; 3012307300-2018-01139.

Event description:
Additional information: a trach tube exchange was the intervention performed following finding the occluded trach. The patient's condition changed such that the patient had bloody sputum. The current status of the patient is normal condition.

Manufacturer narrative:
(B)(6). No product was returned. We are unable to confirm the reported complaint.

Event description:
Information was received indicating that a patient with a smiths medical portex® cuffed blue line ultra® suctionaid tracheostomy (trach) tube were noted to have bloody sputum. It was noted that the trach was found "occluded." There were no reported adverse effects.